Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were brought to the emergency for low blood glucose. Blood glucose reading was 50 mg/dl and was treated with food. The customer was treated with glucagon due to low blood glucose. Troubleshooting for the customer¿s low blood glucose was done. The insulin pump will not be returned for analysis.